Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(4). 2.4 software version: l030003. 2.5 hours of operation: 21751. 2.6 further information: n/a . 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files at 2022-12-06 (specified date of the incident given from customer) were investigated. At 2022-12-06 14:03 pm the vtbi was set to 565 ml and the time to 00:30 hours. A few seconds later the infusion was started with a rate of 1130 ml/h. At 14:33 pm the device shows the hint "vtbi reached". Up to that time the device has delivered 565 ml (actual volume infused). The set values from the customer fit the actual volume infused entry in the history files. No anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (353-01-069) on the lower housing were intact. Between the lower housing past and the front frame liquid residues could be detected. Furthermore, the device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,83%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flowrate deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". Customer statement: "underinfusion. Eported as under infusion in oncology on (B)(6) 2022. 1130 ml/hr for 30 mins. Approx. 150/565ml left in bag. Line removed and set up in another pump to complete infusion. A nurse was using the product. No patient injury / harm."